Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal unknown therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unknown date in (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information was not provided. Dianeal therapies were ongoing. The event of peritonitis resolved. The nurse stated the event was not related to dianeal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd886119 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.